Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Final analysis could not find any anomaly that could contribute to the reported event. All device functions were found to be normal.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited possible premature battery depletion. It was further noted that there was extensive scaring. The ICD was explanted and replaced. The patient was stable.